Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation.

Event description:
Patient reached out reporting mobility with two lower front teeth. Dds recommended stopping treatment as it was not safe for the patient to continue treatment and for the patient to see an orthodontist to have her teeth corrected into their proper alignment.